Event description:
It was initially reported that the device was explanted after an implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report, after the annuloplasty was performed, "there was some residual mitral regurgitation between a3 and p3 and also extending into a2, p2. There was a cleft between p2 and p3. This was closed with 5-0 ethibond. We once again tested and then also placed a alfieri stitch in the area. Despite all these efforts, there was residual mitral regurgitation, which could not be resolved. At this point, I made the decision to replace the valve."

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.